Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The part and lot number are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information states that the patient was experiencing micromotion of one of the persona tm tibial component pegs. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. It is likely that the peg fracture resulted from the micromotion and loosening of the peg.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to micromotion of one of the pegs. It is also reported that the peg was fractured.